Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the device passed all test functions. The caller stated that the customer was hospitalized for high blood glucose with symptoms of vomiting. The caller did not provide any further information about the hospitalization. The caller stated that they will call back when the customer was discharged from the hospital.